Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: a review of the pump black box data showed frequent replace battery alarms. Voltage was not low at the time of the alarms. During the rewind step, a replace battery alarm occurred. The current draw measurements were not able to obtained due to the recurring alarm. A visual inspection of the pump revealed corrosion in the battery compartment; the battery compartment was cracked. A leak test revealed leaks at the battery compartment. The pump case was removed and moisture damage was found on the printed circuit board.